Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l catheter broken/ separated after placement. The following information was provided by the initial reporter: during removal of peripheral venous access, peripheral venous access positioned but not functioning and painful for the patient, the nurse notices that the device is broken and without the cannula, which remains in the vein and is not visible. Surgery is performed to remove the foreign body (residual) in the distal cephalic vein distal vein and thrombectomy with fogarty catheter. The device has been used - yes. Number of pieces involved - 01. Additional information related to the incident - in the impossibility of univocally identifying the batch of the defective device, breakdown between different lots in the department, all lots in stock are listed all batches in stock at the time of removal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. H3 other text : see h10 manufacture narrative.

Event description:
During removal of peripheral venous access, peripheral venous access positioned but not functioning and painful for the patient, the nurse notices that the device is broken and without the cannula, which remains in the vein and is not visible. Surgery is performed to remove the foreign body (residual) in the distal cephalic vein distal vein and thrombectomy with fogarty catheter. The device has been used - yes. Number of pieces involved - 01. Additional information related to the incident - in the impossibility of univocally identifying the batch of the defective device, breakdown between different lots in the department, all lots in stock are listed all batches in stock at the time of removal.

Event description:
During removal of peripheral venous access, peripheral venous access positioned but not functioning and painful for the patient, the nurse notices that the device is broken and without the cannula, which remains in the vein and is not visible. Surgery is performed to remove the foreign body (residual) in the distal cephalic vein distal vein and thrombectomy with fogarty catheter. The device has been used - yes. Number of pieces involved - 01. Additional information related to the incident - in the impossibility of univocally identifying the batch of the defective device, breakdown between different lots in the department, all lots in stock are listed all batches in stock at the time of removal.

Manufacturer narrative:
The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is broken before use. The probable root cause for the broken catheter could be due to catheter being cut by sharp objects such as scissors during product insertion, dressing, or removal from vein. It was stated in the instruction for use ¿do not use scissors at or close to the insertion site.¿. However, as it is impossible to confirm how the product has been used, the root cause cannot be determined. As no similar quality notification was raised for the reported defect in the past 12 months. Complaint trend would be monitored.

Manufacturer narrative:
The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is broken before use. The probable root cause for the broken catheter could be due to catheter being cut by sharp objects such as scissors during product insertion, dressing, or removal from vein. It was stated in the instruction for use ¿do not use scissors at or close to the insertion site.¿. However, as it is impossible to confirm how the product has been used, the root cause cannot be determined. As no similar quality notification was raised for the reported defect in the past 12 months. Complaint trend would be monitored.

Event description:
During removal of peripheral venous access, peripheral venous access positioned but not functioning and painful for the patient, the nurse notices that the device is broken and without the cannula, which remains in the vein and is not visible. Surgery is performed to remove the foreign body (residual) in the distal cephalic vein distal vein and thrombectomy with fogarty catheter. The device has been used - yes. Number of pieces involved - 01. Additional information related to the incident - in the impossibility of univocally identifying the batch of the defective device, breakdown between different lots in the department, all lots in stock are listed all batches in stock at the time of removal.